Manufacturer narrative:
No mz1000 sample was available for investigation. The customer did not provide any lot information and reported "when they were trying to insert alteplase into a blocked lumen of a cvad, there was leaking of fluid from the bung. They tried another bung and it seemed to do the same." As part of the investigation, the customer provided a video which showed a maxzero being blocked off with a cap on the male luer, whilst a bolus was pushed through the female luer adaptor using an unknown 10ml syringe; leakage was observed from the connection of the syringe to the maxzero. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Please note that the maxzero's IFU states that "power infusion procedures should not exceed 325 psi and 10ml per second." Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months.

Event description:
No additional information.

Event description:
It was reported that the bd maxzero needleless connector had leakage. The following information was provided by the initial reporter: 2 staff members noticed, about two weeks ago, that when they were trying to insert alteplase into a blocked lumen of a cvad, there was leaking of fluid from the bung. They tried another bung and it seemed to do the same. We wondered if this was meant to occur when high pressure is being exerted (trying to displace fluid to mix with alterplase)? Since then two weeks have passed, tried to demonstrate on another bung (bd maxzero) to another staff member and could not replicate, so it made us wonder if maybe this should not occur and perhaps there may be a lot issue?

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.